Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Customer contacted did not have patient age or weight information. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during patient transfer to ICU, the ivent stopped working. The patient was removed from the ventilator and begin bagging patient with oxygen in line. There was no reported patient injury.

Manufacturer narrative:
An investigation was performed to evaluate power switch failures. The units received for repair were the older version of the ivent 201 devices having the power on/off switch cable harness without the capacitor. These switches were more sensitive to the vibration caused by bumping the device on or near the switch. These switches are replaced during depot service if found defective. This information was provided by ge healthcare in response to FDA report (B)(4) on 11/21/2017.